Manufacturer narrative:
Per tandem user guide: ensure you first fill syringe with insulin before removing air from cartridge. Removing excess air can affect pressurization and affect how the pump delivers insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was not removing air prior to filling the cartridge. Tandem technical support informed the customer that not removing air prior to filling the cartridge was off label per the tandem user guide. Customer loaded a new cartridge and resumed insulin therapy. Customers blood glucose was 232 mg/dl.